Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd, visual and functional examination; the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The customer reported that the sthc1 has a broken down lemo connector which has disabled the connection of the green cable into the control module. The unit is used with the instrumentarium upright system. One device to be returned. There have been no pt consequences reported. The breast biopsy was completed.